Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on an unknown date due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.